Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number: 1627487-2025-00589) intraop impedance check revealed high impedance on one of the contacts on the lead. As such, the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The lead wad discarded. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event of high impedance was reported to abbott. Prior to ipg replacement one high contact was observed. The patient's electrode was replaced with an octrode to provide MRI labeling. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.